Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6f jl4.0; stent: multi-link 2.75x18mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified, eccentric, 99% stenosis in the distal left anterior descending (lad). The 3.0 x 12 mm nc trek balloon catheter was advanced during post-dilatation; however, the balloon ruptured during the first inflation at 10-14 atmospheres. The procedure was completed without any issues, with a non-abbott balloon catheter. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.